Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vag. Discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea") and visual impairment ("vision problem") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, vaginal discharge, headache, fatigue, nausea, visual impairment, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. The patient did not have her essure removed, however, is currently planning for removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received : events added-abnormal bleeding (vaginal, menorrhagia), device monitoring procedure not performed. Aka name added, reporter added, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vag. Discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea") and visual impairment ("vision problem") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge, headache, fatigue, nausea, visual impairment, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, nausea, pelvic pain, perforation, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events; dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, perforation, bladder/urinary problems: vag. Discharge, fatigue, hormonal changes, headaches, nausea, vision probs, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.